Event description:
It was reported that loss of aspiration occurred. During a procedure, it was not possible to aspirate the faradrive steerable sheath clear with the farawave catheter inside the lumen when an activated clotting time (act) was attempted to be drawn. Initially, the sheath had no issues aspirating. The catheter was removed from the left atrium aspirated and flushed with no issue. Attempts were made to reinsert and aspirate at the clear portion of the sheath, the anomaly recurred, pulling back air when the catheter was in the lumen. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath was received for analysis and investigation is still in progress.

Event description:
It was reported that loss of aspiration occurred. During a procedure, it was not possible to aspirate the faradrive steerable sheath clear with the farawave catheter inside the lumen when an activated clotting time (act) was attempted to be drawn. Initially, the sheath had no issues aspirating. The catheter was removed from the left atrium aspirated and flushed with no issue. Attempts were made to reinsert and aspirate at the clear portion of the sheath, the anomaly recurred, pulling back air when the catheter was in the lumen. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer and inner valves by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the outer and inner valves by the center slit.